Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('pt presented to last fall with expelled degrading essure coil.') In an adult female patient who had essure (ess205) (batch no. 621813) inserted. Other product or product use issues identified: device material issue "degrading essure coils /disintegrating fallopian tube coils." The patient's medical history included dysmenorrhea and menorrhagia. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (da vinci assisted total laparoscopic hysterectomy, bilateral salpingectomies). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure (ess205). The reporter commented: right coils: 5, left coils: 11. . Lot number: 621813 manufacturing date: 2006-11 expiration date: 2008-12 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-dec-2020: quality-safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('pt presented to last fall with expelled degrading essure coil.') In an adult female patient who had essure (ess205), (batch no. 621813) inserted. Other product or product use issues identified: device material issue "degrading essure coils /disintegrating fallopian tube coils." The patient's medical history included dysmenorrhea and menorrhagia. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (da vinci assisted total laparoscopic hysterectomy, bilateral salpingectomies). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure (ess205). The reporter commented: right coils: 5, left coils: 11. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.